Manufacturer narrative:
(B)(4). Conclusion: actual device was returned for evaluation. The device was returned with the cannula cap detached from the cannula tabs and missing. Upon visual inspection, the prongs of the fork were deformed as indicative of the device being fired into bone or another hard surface. It is possible that the cannula cap detached due to impact damage on the prongs of insertion fork. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent hernia repair procedure on (B)(6) 2015 and absorbable straps were used. The device locked during the procedure and trigger did not return to normal position. The procedure was completed with a like device. There were no adverse patient consequences reported. Upon evaluation, the device was returned with the cannula cap detached from the cannula tabs and missing. Additional information has been requested.